Manufacturer narrative:
The device was not returned for evaluation. Unable to determine if any product condition could have contributed to customer's infusion site infection. No release or sterilization records were reviewed, as the product number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported itching and irritation after wearing the pod for more than 48 hours. Customer consulted a physician and was diagnosed with an infection at the insertion site. Patient was treated with antibiotics and pain relievers.